Event description:
It was reported to philips that the exposure capability of the azurion device was lost. The device was inside clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure capability of the device was lost. Review of the system log file showed that errors on aurora-link caused the exposure capability of the device to be lost. The fse replaced the fdcsib (system interface board). After replacement of the fdcsib, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.